Event description:
The patient reported that she was having problems with her personal therapy manager (ptm), but now believed that there was something wrong with her pump and she planned to have it replaced. See manufacturer's report # 6000030200800751. The patient further reported in 2008 that she wanted the catheter placement checked prior to the pump replacement, because she was now experiencing numbness in her front-middle-lower pelvic region, lower leg, and coccyx area. She also reported that when she successfully got a bolus from the ptm, it seemed to be causing difficulty with urination. She acknowledged that it could be a side effect of the marcaine, but she had not had the issue previously. She was also experiencing nausea and wanted to try dilaudid and marcaine in the new pump. In previous month, the hcp reported that the patient had experienced a lack of pain relief. The hcp also reported that the patient had multiple ptm replacements, and at that time, they planned to replace the patient's ptm again. All returned ptms had been analyzed and nothing was found to explain the difficulties the patient had encountered.